Event description:
Boston scientific crm received information that this patient was in the emergency room due to severe chest pains. The patient stated that the pain is due to the position of her pacemaker in her body, and it has been moving. Testing confirmed normal device function. The patient stated that one physician informed her that she did not need this pacing system and was also informed that the associated dextrus leads are not fixed into her heart. The patient would like the device removed. According to our resources, the system remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.